Event description:
An issue was reported involving a time discrepancy on the customer's device, where the displayed time differed from the actual time by more than five minutes. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the discrepancy recurred. The customer understood and acknowledged the guidance provided.